Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level, value was not provided, and ketones that were identified as dangerous by a healthcare provider. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer experienced an elevated heart rate. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer declined a system check with the pump and supplies.